Event description:
The complainant reported that during clinical use of an automated impella controller (aic), a loss of placement signal was observed. The external white cable connection was reviewed and was not noted to have any kinks. Troubleshooting was performed; however, the issue could not be resolved. The controller was replaced with an alternate aic, after which the issue was no longer observed. The device was replaced during use. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.